Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient, as a result of the balloon deflating. Additional information has been requested.

Manufacturer narrative:
Received 1 used silicone catheter with the drainage bag still attached. Per the visual evaluation, no damages along the catheter were found. During the functional evaluation, the balloon was inflated with 10cc of air using a syringe and it did not deflate. The catheter balloon was then inflated with 10ml of a mix of tap water and blue methylene using a syringe, and no deflation was found. The catheter was handled at bifurcation area and no deflation was found. Per the dimensional evaluation, the active length was measured with a digital caliper. The short side measured 0.7876¿ and the length side measured 0.7993¿ (specification is 0.6¿ to 0.9¿). The active length was found within specification. The reported issue was unconfirmed due to the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 5cc balloon: use 10cc sterile water do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." 1149 = "l" 2692 = "nl" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient, as a result of the balloon deflating. Additional information has been requested.